Event description:
It was reported by service report that there were exposed sharp edges due to damaged covers. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.